Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed via the femoral artery to support the 65-year-old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage c shock. The patient was transferred on the cp support to the tertiary medical center from the community medical center. No medical history of any comorbidities was shared. At the tertiary center the patient went into a ventricular fibrillation (vf) and CPR was begun. The team also added va-ECMO to support the patient. The team presumed the cp was causing the vf and so they made decision to remove and replace the pump. They confirmed the 2nd pump to be in correct position. The patient did expire on the 2nd pump when care was withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition.

Manufacturer narrative:
Investigation summary. Ventricular fibrillation: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details.